Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and disassembled the unit to reseat the top cover.ovp (operational verification procedure) was performed.vt accuracy verification and compressore check was done and both passed. The temp error issue was not replicated.the unit passed all performance and safety check. The unit is cleared for clinical use. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that device error occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
D4. UDI# - the device has a date of manufacture of 09-sep-10 and was not subject to UDI requirements.